Event description:
Customer reported she experienced high blood glucose over 500 mg/dl. Customer stated she did not receive a no delivery alarm when her glucose began to rise after changing her set. She did another complete set change and it began to correct. It was found there was no fill cannula amounts in prime history for (B)(6) 2015. Customer was explained that first set change fill tubing only filled the tubing halfway leading to the high blood glucose and it showed 4.0 units on (B)(6). Most recent blood glucose value is 149 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.